Manufacturer narrative:
(B) (4). The ge service rep replaced the volt battery on the monoblock interface pcb. The system is now operating as intended.

Event description:
The customer reported that the system displayed an intermittent generator error message after boot up. No pt injury was reported.